Event description:
We placed a foley catheter in the urethral orifice, but no urine returned. With pressure applied to supra-pubic area, urine expressed around the catheter. The foley was removed and replaced with sterile foley leading to immediate return of clear yellow urine.